Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant pain in left side/pain pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, smoker, heavy periods and menstrual cramps. Concurrent conditions included obesity, neuromuscular disorder nos, anemia, anesthesia, endometrial ablation, anemia, premenstrual pain, tubal ligation, tonsillectomy, adenoidectomy, dysfunctional uterine bleeding, food refusal, rash, itching, ecchymosis, post procedural discharge, vaginal bleeding, vaginal discharge, cellulitis, adenomyosis, pruritic rash, short menstruation and asthma. Concomitant products included betamethasone, cefalexin monohydrate (keflex), diclofenac, ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), metaxalone, naproxen sodium, nitrofurantoin, oral contraceptive nos, oxycodone, salbutamol sulfate (proair respiclick), topiramate and triamcinolone. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss/hair falls out like mad"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain, lower back pain/ left back"), fatigue ("fatigue") and arthralgia ("hip pain that radiated down the legs"). In 2014, the patient was found to have weight increased ("weight gain/gained about 20lbs"). In 2015, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication: tmj"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), pain in extremity ("leg pain"), mood altered ("moody all the time"), allergy to metals ("she can't wear anything with nickel"), menorrhagia ("periods are horrible for the first three days"), tooth disorder ("dental problems"), flatulence ("stomach felt more like air"), adenomyosis ("adenomyosis"), onychomalacia ("nails become so weak"), nail growth abnormal ("nails can't grow"), hot flush ("hot flashes"), infection ("infection"), abdominal pain upper ("pain or weird feeling in belly area"), dysmenorrhoea ("period of unbearable pain"), endometriosis ("endometriosis"), depression ("depression"), dental caries ("teeth deterioration"), irritability ("irritability"), acne ("acne"), myalgia ("muscle pain"), skin irritation ("skin irritation"), sneezing ("sneezing") and abdominal distension ("bloating"). The patient was treated with surgery ((B)(6) 2017 and (B)(6) 2018 (bilateral salpingectomy total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the back pain and arthralgia had not resolved, the abdominal pain, headache, alopecia, pain in extremity, mood altered, allergy to metals, menorrhagia, tooth disorder, flatulence, adenomyosis, onychomalacia, nail growth abnormal, hot flush, infection, abdominal pain upper, dysmenorrhoea, endometriosis, depression, dental caries, irritability, acne, myalgia, skin irritation, sneezing and abdominal distension outcome was unknown and the migraine, weight increased and temporomandibular joint syndrome was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, endometriosis, fatigue, flatulence, headache, hot flush, infection, irritability, menorrhagia, migraine, mood altered, myalgia, nail growth abnormal, onychomalacia, pain in extremity, pelvic pain, skin irritation, sneezing, temporomandibular joint syndrome, tooth disorder and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 168 lbs. Discrepancy noted : date of removal : (B)(6) 2018 total hysterectomy (uterus and cervix removed). Discrepancy noted in hsg test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: bilaterally occluded fallopian tubes. Pathology test - on (B)(6) 2016: pathologic diagnosis: endometrium, biopsy: no neoplastic secretory endometrium, negative for hyperplasia/atypia. Smear cervix - on an unknown date: normal. Ultrasound pelvis - on (B)(6) 2016: result: shows a thickened endometrium and a small intrauterine calcified fibroid. Ultrasound scan vagina - on (B)(6) 2016: impression: abnormal, slightly thickened endometrium in patient with history of ablation evu/s. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, tmj symptoms, lower back pain. And social media; moody, nickel allergy, heavy period, depression, teeth deterioration, irritability, acne, skin irritation, muscle pain, sneezing, bloating. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2019: follow up 7,9 and deleting merging processed together. This case is a retention case. All the information of case (B)(4) has been transferred. New reporter contact information was added. On 2-dec-2019: social media received : new reporter contact information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/constant pain in left side") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometriosis. Concurrent conditions included obesity, neuromuscular disorder nos, anemia and anesthesia. Concomitant products included topiramate. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss/hair falls out like mad"). In 2013, the patient experienced fatigue ("fatigue") and arthralgia ("hip pain that radiated down the legs"). In 2015, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication: tmj"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain, lower back pain"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain/gained about 20lbs"), pain in extremity ("leg pain"), mood altered ("moody all the time"), allergy to metals ("she can't wear anything with nickel") and menorrhagia ("periods are horrible for the first three days"). The patient was treated with surgery (on (B)(6) 2017 and on (B)(6) 2018 (bilateral salpingectomy total hysterectomy (uterus and cervix removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the back pain, abdominal pain, headache, weight increased, alopecia, arthralgia, temporomandibular joint syndrome, pain in extremity, mood altered, allergy to metals and menorrhagia outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, fatigue, headache, menorrhagia, migraine, mood altered, pain in extremity, pelvic pain, temporomandibular joint syndrome and weight increased to be related to essure. The reporter commented: need for additional surgery current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, tmj symptoms, lower back pain. And social media; moody, nickel allergy, heavy period. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received. New event " nickel allergy, heavy periods and moody " added. Reporter information added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant pain in left side/pain pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, smoker, heavy periods and menstrual cramps. Concurrent conditions included obesity, neuromuscular disorder nos, anemia, anesthesia, endometrial ablation, anemia, premenstrual pain, tubal ligation, tonsillectomy, adenoidectomy, dysfunctional uterine bleeding, food refusal, rash, itching, ecchymosis, post procedural discharge, vaginal bleeding, vaginal discharge, cellulitis, adenomyosis, pruritic rash, short menstruation and asthma. Concomitant products included betamethasone, cefalexin monohydrate (keflex), diclofenac, ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), metaxalone, naproxen sodium, nitrofurantoin, oral contraceptive nos, oxycodone, salbutamol sulfate (proair respiclick), topiramate and triamcinolone. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss/hair falls out like mad"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain, lower back pain/ left back"), fatigue ("fatigue") and arthralgia ("hip pain that radiated down the legs"). In 2014, the patient was found to have weight increased ("weight gain/gained about 20lbs"). In 2015, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication: tmj"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), pain in extremity ("leg pain"), mood altered ("moody all the time"), allergy to metals ("she can't wear anything with nickel"), menorrhagia ("periods are horrible for the first three days"), tooth disorder ("dental problems"), flatulence ("stomach felt more like air"), adenomyosis ("adenomyosis"), onychomalacia ("nails become so weak"), nail growth abnormal ("nails can't grow"), hot flush ("hot flashes"), infection ("infection"), abdominal pain upper ("pain or weird feeling in belly area"), dysmenorrhoea ("period of unbearable pain"), endometriosis ("endometriosis"), depression ("depression"), dental caries ("teeth deterioration"), irritability ("irritability"), acne ("acne"), myalgia ("muscle pain"), skin irritation ("skin irritation"), sneezing ("sneezing") and abdominal distension ("bloating"). The patient was treated with surgery ((B)(6) 2017 and (B)(6) 2018 (bilateral salpingectomy total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the back pain and arthralgia had not resolved, the abdominal pain, headache, alopecia, pain in extremity, mood altered, allergy to metals, menorrhagia, tooth disorder, flatulence, adenomyosis, onychomalacia, nail growth abnormal, hot flush, infection, abdominal pain upper, dysmenorrhoea, endometriosis, depression, dental caries, irritability, acne, myalgia, skin irritation, sneezing and abdominal distension outcome was unknown and the migraine, weight increased and temporomandibular joint syndrome was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, endometriosis, fatigue, flatulence, headache, hot flush, infection, irritability, menorrhagia, migraine, mood altered, myalgia, nail growth abnormal, onychomalacia, pain in extremity, pelvic pain, skin irritation, sneezing, temporomandibular joint syndrome, tooth disorder and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 168 lbs. Discrepancy noted : date of removal : (B)(6) 2018 total hysterectomy (uterus and cervix removed). Discrepancy noted in hsg test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: bilaterally occluded fallopian tubes. Pathology test - on (B)(6) 2016: pathologic diagnosis: endometrium, biopsy: no neoplastic secretory endometrium, negative for hyperplasia/atypia. Smear cervix - on an unknown date: normal. Ultrasound pelvis - on (B)(6) 2016: result: shows a thickened endometrium and a small intrauterine calcified fibroid. Ultrasound scan vagina - on (B)(6) 2016: impression: abnormal, slightly thickened endometrium in patient with history of ablation evu/s. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, tmj symptoms, lower back pain. And social media; moody, nickel allergy, heavy period, depression, teeth deterioration, irritability, acne, skin irritation, muscle pain, sneezing, bloating. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs and social media received. Events dental problems, stomach felt more like air, adenomyosis, endometriosis, nails become so weak, nails can't grow, hot flashes, infection, pain or weird feeling in belly area, period of unbearable pain, depression, teeth deterioration, irritability, acne, skin irritation, muscle pain, sneezing, bloating were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included endometriosis. Concurrent conditions included obesity, neuromuscular disorder nos, anemia and anesthesia. Concomitant products included topiramate. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced fatigue ("fatigue") and arthralgia ("hip pain that radiated down the legs"). In 2015, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication: tmj"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), weight increased ("weight gain") and pain in extremity ("leg pain"). The patient was treated with surgery ((B)(6) 2017 and (B)(6) 2018 (bilateral salpingectomy total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the back pain, abdominal pain, headache, weight increased, alopecia, arthralgia, temporomandibular joint syndrome and pain in extremity outcome was unknown and the migraine and fatigue was resolving. The reporter considered abdominal pain, alopecia, arthralgia, back pain, fatigue, headache, migraine, pain in extremity, pelvic pain, temporomandibular joint syndrome and weight increased to be related to essure. The reporter commented: need for additional surgery. Current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, tmj symptoms, lower back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. New events" migraines , headaches, fatigue, weight gain, hair loss, other injury(ies) or complication: tmj, she did not undergo essure confirmation test" were added. Outcome of event " migraines and fatigue were updated as recovering and for "pain" its resolved. Reporter, patient and product information added. Concomitant drug added. Historical and concomitant condition added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant pain in left side/pain pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, smoker, heavy periods and menstrual cramps. Concurrent conditions included obesity, neuromuscular disorder nos, anemia, anesthesia, endometrial ablation, anemia, premenstrual pain, tubal ligation, tonsillectomy, adenoidectomy, dysfunctional uterine bleeding, food refusal, rash, itching, ecchymosis, post procedural discharge, vaginal bleeding, vaginal discharge, cellulitis, adenomyosis, pruritic rash, short menstruation and asthma. Concomitant products included betamethasone, cefalexin monohydrate (keflex), diclofenac, ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), metaxalone, naproxen sodium, nitrofurantoin, oral contraceptive nos, oxycodone, salbutamol sulfate (proair respiclick), topiramate and triamcinolone. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss/hair falls out like mad"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain, lower back pain/ left back"), fatigue ("fatigue") and arthralgia ("hip pain that radiated down the legs"). In 2014, the patient was found to have weight increased ("weight gain/gained about 20lbs"). In 2015, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication: tmj"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), pain in extremity ("leg pain"), mood altered ("moody all the time"), allergy to metals ("she can't wear anything with nickel"), menorrhagia ("periods are horrible for the first three days"), tooth disorder ("dental problems"), flatulence ("stomach felt more like air"), adenomyosis ("adenomyosis"), onychomalacia ("nails become so weak"), nail growth abnormal ("nails can't grow"), hot flush ("hot flashes"), infection ("infection"), abdominal pain upper ("pain or weird feeling in belly area"), dysmenorrhoea ("period of unbearable pain"), endometriosis ("endometriosis"), depression ("depression"), dental caries ("teeth deterioration"), irritability ("irritability"), acne ("acne"), myalgia ("muscle pain"), skin irritation ("skin irritation"), sneezing ("sneezing"), abdominal distension ("bloating"), eczema ("it could be eczema, I get it all time."), confusional state ("confusion a lot"), feeling abnormal ("fuzziness"), muscle twitching ("it made my muscle twitch"), endometriosis related pain ("but endometriosis pain is worse than labor pains"), onychoclasis ("I cnat grow my nails at all they spilt down middle too"), anaemia ("anemic") and dermatitis contact ("allergic to adhesive tape"). The patient was treated with surgery ((B)(6) 2017 and (B)(6) 2018 (bilateral salpingectomy total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the back pain and arthralgia had not resolved, the abdominal pain, headache, pain in extremity, mood altered, allergy to metals, menorrhagia, tooth disorder, flatulence, adenomyosis, onychomalacia, nail growth abnormal, hot flush, infection, abdominal pain upper, dysmenorrhoea, endometriosis, depression, dental caries, irritability, acne, myalgia, skin irritation, sneezing, abdominal distension, eczema, confusional state, feeling abnormal, muscle twitching, endometriosis related pain, onychoclasis, anaemia and dermatitis contact outcome was unknown and the migraine, weight increased, alopecia and temporomandibular joint syndrome was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, anaemia, arthralgia, back pain, confusional state, dental caries, depression, dermatitis contact, dysmenorrhoea, eczema, endometriosis, fatigue, feeling abnormal, flatulence, headache, hot flush, infection, irritability, menorrhagia, migraine, mood altered, muscle twitching, myalgia, nail growth abnormal, onychoclasis, onychomalacia, pain in extremity, pelvic pain, skin irritation, sneezing, temporomandibular joint syndrome, tooth disorder, weight increased and endometriosis related pain to be related to essure. The reporter commented: need for additional surgery. Current weight 168 lbs. Discrepancy noted : date of removal : (B)(6) 2018 total hysterectomy (uterus and cervix removed). Discrepancy noted in hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: bilaterally occluded fallopian tubes. Pathology test - on (B)(6) 2016: pathologic diagnosis: endometrium, biopsy: no neoplastic secretory endometrium, negative for hyperplasia/atypia. Smear cervix - on an unknown date: normal. Ultrasound pelvis - on (B)(6) 2016: result: shows a thickened endometrium and a small intrauterine calcified fibroid. Ultrasound scan vagina - on (B)(6) 2016: impression: abnormal, slightly thickened endometrium in patient with history of ablation evu/s. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain, tmj symptoms, lower back pain. And social media; moody, nickel allergy, heavy period, depression, teeth deterioration, irritability, acne, skin irritation, muscle pain, sneezing, bloating. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, menorrhagia, dysmenorrhea & the following ones were described in social media: onychoclasis , endometriosis , muscle twitching , feeling abnormal , confusional state , eczema. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: social media received: new events- onychoclasis, endometriosis, anemic, muscle twitching, feeling abnormal, confusional state, eczema, allergic to adhesive tape were added. Event outcome was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant pain in left side/pain pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, smoker, heavy periods and menstrual cramps. Concurrent conditions included obesity, neuromuscular disorder nos, anemia, anesthesia, endometrial ablation, anemia, premenstrual pain, tubal ligation, tonsillectomy, adenoidectomy, dysfunctional uterine bleeding, food refusal, rash, itching, ecchymosis, post procedural discharge, vaginal bleeding, vaginal discharge, cellulitis, adenomyosis, pruritic rash, short menstruation and asthma. Concomitant products included betamethasone, cefalexin monohydrate (keflex), diclofenac, ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), metaxalone, naproxen sodium, nitrofurantoin, oral contraceptive nos, oxycodone, salbutamol sulfate (proair respiclick), topiramate and triamcinolone. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss/hair falls out like mad"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain, lower back pain/ left back"), fatigue ("fatigue") and arthralgia ("hip pain that radiated down the legs"). In 2014, the patient was found to have weight increased ("weight gain/gained about 20lbs"). In 2015, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication: tmj"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), pain in extremity ("leg pain"), mood altered ("moody all the time"), allergy to metals ("she can't wear anything with nickel"), menorrhagia ("periods are horrible for the first three days"), tooth disorder ("dental problems"), flatulence ("stomach felt more like air"), adenomyosis ("adenomyosis"), onychomalacia ("nails become so weak"), nail growth abnormal ("nails can't grow"), hot flush ("hot flashes"), infection ("infection"), abdominal pain upper ("pain or weird feeling in belly area"), dysmenorrhoea ("period of unbearable pain"), endometriosis ("endometriosis"), depression ("depression"), dental caries ("teeth deterioration"), irritability ("irritability"), acne ("acne"), myalgia ("muscle pain"), skin irritation ("skin irritation"), sneezing ("sneezing"), abdominal distension ("bloating"), eczema ("it could be eczema, I get it all time."), confusional state ("confusion a lot"), feeling abnormal ("fuzziness"), muscle twitching ("it made my muscle twitch"), endometriosis related pain ("but endometriosis pain is worse than labor pains"), onychoclasis ("I cnat grow my nails at all they spilt down middle too"), anaemia ("anemic") and dermatitis contact ("allergic to adhesive tape"). The patient was treated with surgery ((B)(6) 2017 and (B)(6) 2018 (bilateral salpingectomy total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and fatigue had resolved, the back pain and arthralgia had not resolved, the abdominal pain, headache, pain in extremity, mood altered, allergy to metals, menorrhagia, tooth disorder, flatulence, adenomyosis, onychomalacia, nail growth abnormal, hot flush, infection, abdominal pain upper, dysmenorrhoea, endometriosis, depression, dental caries, irritability, acne, myalgia, skin irritation, sneezing, abdominal distension, eczema, confusional state, feeling abnormal, muscle twitching, endometriosis related pain, onychoclasis, anaemia and dermatitis contact outcome was unknown and the migraine, weight increased, alopecia and temporomandibular joint syndrome was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, anaemia, arthralgia, back pain, confusional state, dental caries, depression, dermatitis contact, dysmenorrhoea, eczema, endometriosis, fatigue, feeling abnormal, flatulence, headache, hot flush, infection, irritability, menorrhagia, migraine, mood altered, muscle twitching, myalgia, nail growth abnormal, onychoclasis, onychomalacia, pain in extremity, pelvic pain, skin irritation, sneezing, temporomandibular joint syndrome, tooth disorder, weight increased and endometriosis related pain to be related to essure. The reporter commented: need for additional surgery. Current weight 168 lbs. Discrepancy noted : date of removal : (B)(6) 2018 total hysterectomy (uterus and cervix removed). Discrepancy noted in hsg test diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: bilaterally occluded fallopian tubes. Pathology test - on (B)(6) 2016: pathologic diagnosis: endometrium, biopsy: no neoplastic secretory endometrium, negative for hyperplasia/atypia. Smear cervix - on an unknown date: normal. Ultrasound pelvis - on (B)(6) 2016: result: shows a thickened endometrium and a small intrauterine calcified fibroid.. Ultrasound scan vagina - on (B)(6) 2016: impression: abnormal, slightly thickened endometrium in patient with history of ablation evu/s. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality-safety evaluation of product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/constant pain in left side/pain pelvic') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, smoker, heavy periods and menstrual cramps. Concurrent conditions included obesity, neuromuscular disorder nos, anemia, anesthesia, endometrial ablation, anemia, premenstrual pain, tubal ligation, tonsillectomy, adenoidectomy, dysfunctional uterine bleeding, food refusal, rash, itching, ecchymosis, post procedural discharge, vaginal bleeding, vaginal discharge, cellulitis, adenomyosis, pruritic rash, short menstruation and asthma. Concomitant products included betamethasone, cefalexin monohydrate (keflex), diclofenac, ethinylestradiol;norgestimate (norgestimate and ethinyl estradiol), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, loratadine, pseudoephedrine sulfate (claritin d allergy/ congestion 12hr), metaxalone, naproxen sodium, nitrofurantoin, oral contraceptive nos, oxycodone, salbutamol sulfate (proair respiclick), topiramate and triamcinolone. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced alopecia ("hair loss/hair falls out like mad"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain, lower back pain/ left back"), fatigue ("fatigue") and arthralgia ("hip pain that radiated down the legs"). In 2014, the patient was found to have weight increased ("weight gain/gained about 20lbs"). In 2015, the patient experienced temporomandibular joint syndrome ("other injury(ies) or complication: tmj"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), pain in extremity ("leg pain"), mood altered ("moody all the time"), allergy to metals ("she can't wear anything with nickel"), menorrhagia ("periods are horrible for the first three days"), tooth disorder ("dental problems"), flatulence ("stomach felt more like air"), adenomyosis ("adenomyosis"), onychomalacia ("nails become so weak"), nail growth abnormal ("nails can't grow"), hot flush ("hot flashes"), infection ("infection"), abdominal pain upper ("pain or weird feeling in belly area"), dysmenorrhoea ("period of unbearable pain"), endometriosis ("endometriosis"), depression ("depression"), dental caries ("teeth deterioration"), irritability ("irritability"), acne ("acne"), myalgia ("muscle pain"), skin irritation ("skin irritation"), the first episode of sneezing ("sneezing"), abdominal distension ("bloating"), eczema ("it could be eczema, I get it all time."), confusional state ("confusion a lot"), feeling abnormal ("fuzziness / constantly miserable"), muscle twitching ("it made my muscle twitch"), endometriosis related pain ("but endometriosis pain is worse than labor pains"), onychoclasis ("I can't grow my nails at all they spilt down middle too"), anaemia ("anemic"), dermatitis contact ("allergic to adhesive tape"), hypersensitivity ("I can't figure out my allergy") and the second episode of sneezing ("constantly sneezing"). The patient was treated with surgery (B)(6)2017 and (B)(6)2018 (bilateral salpingectomy total hysterectomy (uterus and cervix removed))). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and fatigue had resolved, the back pain, arthralgia, hypersensitivity and the last episode of sneezing had not resolved, the abdominal pain, headache, pain in extremity, mood altered, allergy to metals, menorrhagia, tooth disorder, flatulence, adenomyosis, onychomalacia, nail growth abnormal, hot flush, infection, abdominal pain upper, dysmenorrhoea, endometriosis, depression, dental caries, irritability, acne, myalgia, skin irritation, abdominal distension, eczema, confusional state, feeling abnormal, muscle twitching, endometriosis related pain, onychoclasis, anaemia and dermatitis contact outcome was unknown and the migraine, weight increased, alopecia and temporomandibular joint syndrome was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, acne, adenomyosis, allergy to metals, alopecia, anaemia, arthralgia, back pain, confusional state, dental caries, depression, dermatitis contact, dysmenorrhoea, eczema, endometriosis, fatigue, feeling abnormal, flatulence, headache, hot flush, hypersensitivity, infection, irritability, menorrhagia, migraine, mood altered, muscle twitching, myalgia, nail growth abnormal, onychoclasis, onychomalacia, pain in extremity, pelvic pain, skin irritation, temporomandibular joint syndrome, tooth disorder, weight increased, the first episode of sneezing, endometriosis related pain and the second episode of sneezing to be related to essure. The reporter commented: need for additional surgery. Current weight 168 lbs. Discrepancy noted : date of removal : (B)(6)2018 total hysterectomy (uterus and cervix removed). Discrepancy noted in hsg test patient stated she never had allergies before and now she is constantly sneezing and miserable, even with hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: bilaterally occluded fallopian tubes. Pathology test - on (B)(6)2016: pathologic diagnosis: endometrium, biopsy: no neoplastic secretory endometrium, negative for hyperplasia/atypia. Smear cervix - on an unknown date: normal. Ultrasound pelvis - on (B)(6)2016: result: shows a thickened endometrium and a small intrauterine calcified fibroid.. Ultrasound scan vagina - on (B)(6)2016: impression: abnormal, slightly thickened endometrium in patient with history of ablation evu/s. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events added: hypersensitivity and sneezing. Reported term fuzziness was updated to fuzziness / constantly miserable. Reporter causality comment added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, back pain and pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.